Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. Without the sample form the incident returned no conclusion can be drawn as to the cause of the user's allegation. It is possible that the bypass the became dislodged during transportation or during handling prior to the surgical case. It is also possible that if the poly foil pouch was not completely opened, the bypass tube became dislodged with the user was removing the carrier tube assembly. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the angio-seal bypass tube was already detached. The following information was provided by the user facility: when the device was unpacked, the bypass tube was already detached; the device was not used; (3) a new device was used to continue the procedure; the physician had completed the training process on the device prior to this case; the pouch was opened on a clear and flat surface and there was no obstacle that prevented them from opening the pouch; hemostasis was achieved with the second device; there was no health damage to the patient; and it was reported there were no other devices or equipment used with the product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.